Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter no visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 30 autoclave cycles for the handle. The code selector_cal_failed was displayed several times throughout the eeprom. Damage was noted on the inner and outer portions of the quick connect assembly. The eeprom was uploaded and indicated 18 autoclave cycles for both the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the powered handle, which was powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. Due to the quick connect damage, an adapter could not be inserted in the handle. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. The reported condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The damage to the quick connect was most likely due to improper handling by the user. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy procedure, the device has worked fine until the second fire. Upon the connecting the third reload, the jaws did not work at all. A manual handle was used to continue. The powered device had a flashing green light around the handle symbol and blue side lights were illuminated. Once the battery was reinserted, however the calibration was not made to the last moment and the issue was duplicated. The device was bought in august and has been used more than 20 times. No other known adverse events were reported.